Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was 305mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the occlusion was found to be within the infusion tubing. Reportedly, the customer uses apidra insulin in their cartridge. The customer stated a discussion with their healthcare provider would occur regarding their insulin type.